Manufacturer narrative:
This report is submitted on december 23, 2020.

Manufacturer narrative:
This report is submitted on 13 november 2020.

Event description:
Per the clinic, it was reported that the patient experienced a performance decrement with device use. Reprogramming attempts were made, however; the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2020. The patient was reimplanted with another cochlear device during the same surgery.